Manufacturer narrative:
This ipg serial number was included in a field advisory. Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2011-04445, reference MFR report: 1627487-2011-04446. The pt received his scs system on (B)(6) 2009. It was reported by the pt that the university of (B)(6) diagnosed him with a (B)(6) and explanted he should have both of his scs ipgs removed. It was reported one of the ipg sites appeared to have some erosion, and a blister was on the skin above the site. The pt reported his second scs system is from another MFR. The pt stated he did not want to have a surgical procedure to remove the ipgs because he does not want to end up in a wheelchair for any length of time (the pt resides in a (B)(6)). The sjm rep encouraged the pt to contact his implanting physician for advice. The pt stated he would contact his physician.